Manufacturer narrative:
Result code: foot board shell.

Event description:
It was reported by service report that the footboard on the bed was cracked and was not working. The customer does not know if there was pt involvement or if there are adverse consequences to report.